Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 an ilet user's wife reported that approximately four weeks prior, the user's dexcom g7 cgm reported falsely elevated blood glucose (bg). Although the user's bg was not high, the ilet continued to deliver insulin, leading to a hypoglycemic event. Ems was called and administered glucose to raise the user's bg. The user experienced symptoms of weakness and fatigue.